Manufacturer narrative:
The date of event is estimated. Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Manufacturer reference number: 3006705815-2024-02091. It was reported that the patient's leads migrated down to t10/12. As a result, surgical intervention was undertaken on (B)(6) 2024 where the patient's leads were replaced to address the issue. Reportedly, effective therapy restored post op.